Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop without pupil block and angle closure, pigment dispersion. Due to excessive vault, elevated iop without pupil block and angle closure, pigment dispersion new yag pi was performed. This did not resolve the problem. The lens was explanted. The problem was resolved.

Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop with angle closure, pigment dispersion, significant reduction of iridocorneal angles and shallowing of anterior chamber. Due to excessive vault, elevated iop without pupil block and angle closure, pigment dispersion, significant reduction of iridocorneal angles and shallowing of anterior chamber pi was performed which was reported as both having been done surgically and with a yag laser which is unclear. This did not resolve the problem. The lens was explanted. The problem was resolved. Claim #(B)(4).